Manufacturer narrative:
(B)(4).

Event description:
It was reported that high voltage lead impedance (hvli) is trending out of range. The patient received a vibratory notifier for hvli higher than the upper limit. All vectors have been trending up gradually over the last year. No other lead measurements are out of range. The device was reprogrammed and defibrillation threshold testing was performed. The first shock failed in vf, but the second shock was successful. The patient is grossly obese and has been gaining more weight recently. The patient does not have a history of vt, system will remain implanted for now, but will consider replacement if the impedance continues to trend up. The patient has been feeling worse, but unknown if the symptoms are related to the cardiac system.